Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. The pump had alarmed e21 and the settings were cleared. The customer had previously changed the set three days prior to hospitalization.